Event description:
It was reported that the programmer failed to boot up. It was further noted that the screen displayed the image of the floppy disk being requested to be inserted. The programmer was returned for service. The return paperwork indicated that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the programmer failed to boot up.